Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be conclusively determined as product was not returned and the condition of the product could not be verified. The investigation did note the article acknowledged the system used was infiniti in which the both the system, parts, and consumables for this console is no longer manufactured. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: prabhjot singh, vikas ambiya, gaurav kapoor, vijay kumar sharma, rahul, jyothi nandanan & ashok kumar (2025) metallic intraocular foreign bodies following torsional phacoemulsification surgery, seminars in ophthalmology, 40:3, 250-254. (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In literature study article, a non-healthcare professional reported that sleeve and phacoemulsification tip fracture at an unknown timing of surgery. The procedure type was unknown. It was unknown if the surgery was completed. No patient impact was reported. This report was pertains to the sleeve involved in the reported event.